Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the instrument channel, a cut on the pink probe, pinholes in the adhesive of the light guide lens and no adhesive at light guide bundle cover. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the cut probe, holes in adhesive and missing adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material inside the instrument channel, a cut on the pink probe, pinholes in the adhesive of the light guide lens and no adhesive at light guide bundle cover. There was no patient involvement.